Manufacturer narrative:
Customer indicated that results were vastly different and they were able to fix sample ID and results. Instrument data history has been checked and no similar issues found.

Event description:
Customer reported that order entry section made mistake and ordered same sample ID on same patient who had two different samples drawn at different times. Customer indicated that first sample drawn at 6:30am. Second sample drawn at 10:30am and both results were reported to the doctor. There was no report of injury due to this event.